Event description:
Spacelabs received a report that during a case on (B)(6) 2015, an arkon anesthesia machine went into a failed state requiring reset and manual bagging of the patient. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.